Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient was reportedly prescribed oral antibiotics. The recipient's infection healed, however, the incision reopened. The recipient underwent tissue debridement and a wash out with irrigation spiked with vancomycin antibiotics. The recipient was hospitalized and placed on IV vancomycin antibiotics. After the wound healed, the recipient was switched to another IV antibiotic due to a reaction to the vancomycin. After finishing the IV antibiotic, the recipient was given oral doxycycline for 1 month. Additional treatment details will not be provided. The recipient healed and resumed device use. This is the final report.

Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced a (B)(6) infection on the skin flap site. The recipient was hospitalized and underwent wound debridement with flush-out. The recipient was treated with IV antibiotics. The recipient ceased device use.